Manufacturer narrative:
Analysis of the implantable neurostimulator model 7426, serial # (B)(4), found no significant anomalies. Normal end of life. No telemetry and no output.

Event description:
It was reported that, following a fall, the patient experienced a loss of therapeutic effect, with a return of symptoms. The patient's fall was not onto the area where the neurostimulator was implanted. The fall was thought to not be related to the patient's loss of therapeutic effect. It was later reported that the patient had gradually lost relief about three months ago. It was further noted that the patient was not able to adjust the stimulation using the programmer. The patient was provided with another programmer, and the stimulation was able to be adjusted. The access review passed the self test, but the patient only saw the 9 volt battery light. The patient was redirected to the healthcare provider (hcp). No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
The patient's device was explanted; the device was received with no information. Additional information was requested.

Manufacturer narrative:
Lead model 3387s lot# v311441 implanted: (B)(6) 2010 explanted:na; extension model 7482a66 lot# nhu153594v implanted: (B)(6) 2010 explanted:na; extension model 7482a66 lot# nhu159231v implanted: (B)(6) 2010 explanted: na; programmer model 7438 lot# nhl029303p.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.